Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. A functional testing was performed with no issues noted. Additional testing was performed, including pressure testing and clear passage testing with no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link needle-free IV connector popped off when attached to a non-baxter prefilled 0.9% normal saline syringe which resulted in a leak of normal saline. This was identified during patient use. The one-link connector was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.